Manufacturer narrative:
The device has been received by the manufacturer for investigation. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that after the procedure, the device was set aside. After an unknown amount of time, the battery exploded. There were no allegations of adverse consequences associated with this event. No additional information has been received, despite numerous attempts.